Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd neoflon¿ IV cannula slid over the introducer during use, causing blood to leak out. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: as the cannula is inserted, it slides over the introducer. This happened repeatedly. Various doctors have tried to insert the cannulas and the problem recurs. "During the insertion peripheral venous catheter there is repetitively problem. The needle is blunt and it is very difficult to perforate the skin. After insertion only a needle goes through the skin and the canyla rolls in front of the skin. Also during the insertion some parts of the catheter could release to the blood circulation, that could cause health damage."

Event description:
It was reported that the bd neoflon¿ IV cannula slid over the introducer during use, causing blood to leak out. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: as the cannula is inserted, it slides over the introducer. This happened repeatedly. Various doctors have tried to insert the cannulas and the problem recurs. "During the insertion peripheral venous catheter there is repetitively problem. The needle is blunt and it is very difficult to perforate the skin. After insertion only a needle goes through the skin and the canyla rolls in front of the skin. Also during the insertion some parts of the catheter could release to the blood circulation, that could cause health damage."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/31/2020. H.6. Investigation: three photos and forty-four representative samples were received by our quality team for evaluation. The three photos showed two samples with material number 391350 and one sample with material number 391349. These samples showed a defect on the catheter tip, however the catheter defect could not be seen clearly from the photos. The representative samples were subjected to visual inspection, the penetration test, tip od measurement, and bevel angle measurement. These samples passed the inspection criteria and no abnormalities were observed. Therefore the team was unable to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the described customer experience, the reported issue could be due to peelback on the catheter tip. A trend for the peelback issue has been identified for this product line. We have funded a project, CAPA#81917, to examine how to further increase the robustness of the bd neoflon device and prevent future occurrences of this type. As part of the action plan, changes to the catheter material and method of shaping the catheter tip are in the process of being implemented.